Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a severely tortuous and moderately calcified proximal right coronary artery (rca). A 10/3.50 flextome¿ cutting balloon¿ was selected for use. During procedure, with intermittent flushing, the balloon was inflated several times. First inflation was at 6atms; second inflation was at 6atms; third inflation was at 8atms, and fourth inflation was at 10atms; however, upon fifth inflation at 12atms, it was noted that the balloon ruptured. The device was completely pulled out from the patient's body and the procedure was completed with a different device. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual and microscopic inspection of the balloon, blades and tip were performed. The balloon revealed no tears or pinholes. The balloon could not be inflated as the device was found to be detached at the guidewire access sleeve (gas) port area. A visual and tactile examination of the hypotube shaft found no kinks along the hypotube shaft. A visual and tactile examination of the polymer shaft extrusion found that the polymer shaft had detached at the gas port. A midshaft kink was also noted 120mm distal of the hypotube or midshaft bond. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a severely tortuous and moderately calcified proximal right coronary artery (rca). A 10/3.50 flextome¿ cutting balloon¿ was selected for use. During procedure, with intermittent flushing, the balloon was inflated several times. First inflation was at 6atms; second inflation was at 6atms; third inflation was at 8atms, and fourth inflation was at 10atms; however, upon fifth inflation at 12atms, it was noted that the balloon ruptured. The device was completely pulled out from the patient's body and the procedure was completed with a different device. There were no patient complications reported and the patient's condition was good.